Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath quartz contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported endocarditis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported endocarditis remains unknown.

Event description:
Following the ablation procedure on (B)(6) 2020, the patient was admitted for endocarditis and expired. The patient had a fever, general discomfort, and drowsiness. Blood cultures were taken and a recent tee identified vegetations in the left atrium. A thoracic angio-CT did not identify a clear esophageal fistula but slight cross-linked peri-esophageal fat. Initial blood cultures were positive for streptococcus salivarius and streptococcus mitis. The patient was admitted to the ICU for dialysis and additional antibiotic treatment, where staphylococcus epidermidis was isolated. On (B)(6) 2020, the patient expired. There were no performance issues with any abbott device. The cause of the endocarditis is unknown but was believed to be due to germs settling on the injured atrial endocardium following ablation.